Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 10/10/2022. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be transected down the center with the harvesting device jaws in the center of the c-ring. An investigation was conducted on 10/17/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be transected and melted in the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device and the evaluation results, the reported failure "break; c-ring" was confirmed. The lot #3000263851 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring snapped in half. Nothing fell in the patient. Procedure was completed with a new device. Procedure delay due to switch out to new device. No additional incisions required due to the reported failure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.